Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: dateuschutz . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 8fr angio-seal user followed the ifus. The puncture was of the right femoral artery. 8fr procedural sheath was used prior to the vcd device. Epu-ablation procedure was performed. After ablation the user wanted to place the angio-seal 8fr. An angio was done and there was no calcium. The angio-seal wire, dilator and sheath could be placed without any problem. The dilator and guidewire could be removed without problems. The carrier system could be inserted into the angio-seal introducer sheath without any problems. When pushing the delivery system, the user felt resistance and could not advance the delivery system into the sheath cap. The user took a new carrier system, the same problem occurred. A third device had the same issue. The user removed the system and compressed the puncture site manually. Manual compression was applied. Hemostasis was achieved, no complications, no hematoma. Patient could be discharged from the hospital as planned. Pre-deployment angiogram performed. Patient was stable, no patient consequences, discharged. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. No reported blood loss. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4, section d9, section h3, section h4 and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned in the fully rear-locked position although the hemostasis sheath and carrier tube had been fully separated. The anchor was stuck within the valve of the hemostasis sheath, and the sheath was found to have been cut. Multiple kinks were also identified on the hemostasis sheath. No other damage or issues were identified. The complaint was able to be confirmed for assembly difficulty due to mechanical damage. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the sheath and carrier tube during assembly resulting in inability to connect the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).